Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Caller contacted support, was guided through pump reset steps, confirmed that error did not reappear after reset, and successfully started new sensor session with no further issues reported.